Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-00568 & 00571).

Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2006 and was revised on (B)(6) 2010 due to unknown reasons. Another revision procedure was performed on (B)(6) 2013 due to the ulnar component perforating the patient's ulnar cortex when the patient fell. The ulnar component and condyle kit were removed and replaced.